Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the pump battery had depleted, and then inserted a new battery, and all connected devices were deleted. The customer also required login assistance because they forgot their carelink password. The customer also reported a belt clip anomaly. The customer reported the loss of connection between the pump and the mobile device. The customer reported that no blood glucose was received from the meter, the a loss of communication between the transmitter and the pump. The customer also requested for spare battery cap. The customer reported no adverse event. The event involved product(s) mmt-1884, acc-1601, mmt-7841zn, and mmt-6102. Troubleshooting was performed for the loss of connection between the pump and the mobile device. Unpairing and repairing the pump and mobile device resolved the issue. Reported issue resolved, no escalation required. Troubleshooting was performed for the loss of communication between the transmitter and the pump, and the transmitter serial number was not in the manage devices screen. The customer was assisted with pairing the transmitter to the pump, but the transmitter was not fully charged. The customer was advised to fully charge the transmitter. Troubleshooting was performed for the no blood glucose received from meter. Unable to connect. Connecting the meter and pump resolved the issue. Troubleshooting was performed for the pump clip and the non-serialized product being replaced. Troubleshooting was performed for the battery cap damage, and accessories-1528 was used as a replacement for the battery cap. Troubleshooting was performed for the unexpected carelink personal login request or login assistance, and the customer was successful in logging in to carelink personal. Reported issue resolved, no escalation required. Troubleshooting was not performed for the short battery lifetime and replace battery now alarm. No harm requiring medical intervention was reported. No product return is required for mmt-1884, acc-1601, mmt-7841zn. Product return is not applicable for non-physical devices.